Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The test blood glucose meter communicated properly with the insulin pump. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized and absence of no delivery alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer was found taking more insulin through the new pump. The customer was assisted performing the high pressure test and did not pass the test. The customer was step ahead of when testing pump and created the blockage before we filled the tubing. The customer repeated again the high pressure test and did not pass. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.